Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the device has not been returned to olympus. The event can be detected/prevented by following the instructions for use which state: "inspection of the instrument channel." Olympus will continue to monitor field performance for this device.

Event description:
The sales representative reported to olympus an out of box failure. It was reported that no instrument or brush could be pushed through the instrument channel of the evis exera iii duodenovideoscope. The issue was found during preparation for use for an endoscopic retrograde cholangiopancreatography procedure. The procedure was not prolonged, delayed or canceled as a result. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation but is expected to return. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.